Event description:
Failure to alarm "renasys machine did not alarm audibly to alert staff that there was a problem with the pump. The patient noticed an orange flashing light and a warning message stating pressure too high - when dressing checked there was a leak (the pump was over compensating trying to achieve the required suction).

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.

Manufacturer narrative:
The reported complaint was deemed unconfirmed, upon evaluation of the returned device. An initial evaluation was conducted to the pump, as per "renasys go performance and safety check¿ (rq-05 [um01206], rev.b). A visual inspection was conducted and no anomalies were noted. The pump was tested per the normal test procedure for alarm functions and is working within specifications. A further evaluation was conducted at the smith & nephew service center, following the process summary (ocm12000643-tsc007, rev.c) for the renasys go 3rd edition, and the pump is working within normal conditions. The DHR review indicated no issues during manufacturing. All renasys go pump go through a series of performance test and visual checks prior to release into market. The complaint deems a renasys go machine that did not alarm audible to alert the staff that there was a problem with the pump. An orange flashing light and a warning message was displaying on the unit indicating pressure high, once the dressing was checked there was leak. The renasys go 3rd edition has different alarms indicators (both audio and visual). The loudness of the alarms are determined to be ¿low priority¿, indicating that operator awareness is required (iec60601-1:2005, 3rd edition and eic 60601-1-8:2006). The eic 60601 is a series of technical standards for the safety and effectiveness of the medical electrical equipment which contains basic requirements for the loudness of an audible warning sound. The measurements of the volume of auditory alarm signals were measured from the device in a horizontal plane extending from top of device (alarm location) at a distance of 2 feet to simulate the operator¿s position. Per the specifications the go pump has an auditory sound level of 46db. The loudness of the alarms is really subjective. The alarms were tested several times, and no issues were found, the device will alert with a sound and a visual message in the display once a problem is detected. No corrective action will be taken at this time; the device is working within specification. There are no indications within the reported complaint of harm to the patient. The complaint database was reviewed and no prior issue has been reported for the serial number kabh130225 since the assembly of the device.

Event description:
Failure to alarm: renasys machine did not alarm audibly to alert staff that there was a problem with the pump. The patient noticed an orange flashing light and a warning message stating pressure too high - when dressing checked there was a leak (the pump was over compensating trying to achieve the required suction).